Event description:
A nurse reported that during cataract surgery, the phaco stopped working. The system was switched out and the surgery was completed. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and unable to reproduce the customer reported problem. The system was then tested and met product specifications. The company representative advised the customer to save and isolate handpieces that exhibit system message "tune failed: loose tip." There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).